Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse removed unnecessary files from the drive and restored a database backup. Communication issues were still occurring. Further evaluation by the cse found the problem was related to the network card. The cse replaced the network card. The cse also replaced the "backup" server with another server that has more space. The cause of the delay in uploading patient results was due to the network card.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
Customer reported their local "d" drive was full, causing a delay in uploading patient sample results from their centralink data management system. The customer also stated there was no communication between centralink and their laboratory information system (lis), delaying 1,000 requests, leaving them in the validated status. There are no reports of patient intervention or adverse health consequences due to the delay in uploading patient sample results.